Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the left brake lever and torque tube were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced brake/steer pedal weldment and the brake/steer torque tube weldment to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the left brake lever will not activate (brakes are not holding). The bed was located at the account in room 320. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).